Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: endograft type and anesthesia mode are associated with mortality of endovascular aneurysm repair for ruptured abdominal aortic aneurysms bellamkonda et al, vascular. August 2020. Doi:10.1177/1708538120947859. Sex: mean gender. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted for the treatment of ruptured infrarenal abdominal aortic aneurysms on unknown dates. The following adverse events were reported: death in patients treated with the endurant devices. The cause of the deaths are undetermined.